Event description:
Pt underwent bilateral augmentation mammoplasty several years ago. Approx three weeks ago they noticed that the left breast had become significantly flat compared to the right. They also suspect a leak in the right in that they feel they are smaller on the side. They are now taken to the operating room for subsequent replacement of bilateral implants. Procedure: after administration of general endotracheal anesthesia, the pt was prepped and draped in a sterile fashion. Subsequently a #15 blade was utilized to excise the previous inframammary scar. Bovie cauterization was utilized to dissect through the underlying breast implant capsule. Here it was evident that the breast implant was totally flat and was removed from its pocket. The capsule was examined and found to still to retain most of its base. Pt was noted to have an inframammary crease significantly higher by at least 2cm on the left as compared to the right. An inferior capsulotomy was performed after reflection of the breast capsule extending from approx the three o'clock position of the lateral capsule to the nine o'clock position of the medial capsule. Hemostasis was achieved with bovie cauterization. After copious amounts of normal saline was utilized to irrigate the pocket, a 350cc implant was brought into the field, evacuated of all air and filled with 120cc of saline. Subsequently this was then placed into the pocket and then overfilled to MFR's specifications of 400cc. After removing the anterior fill apparatus and replacing the plug, the implant was appropriately positioned in the capsule. Preplaced 3-0 vicryl sutures were then tied down through the capsular portion of the original incision and buried interrupted 4-0 pds suture was utilized for coaptation of dermal skin edges. Attention was then turned to the opposite side where again the previous scar was excised and then bovie cauterization utilized to divide down and through the underlying implant capsule. Here then the implant was removed from its pocket. It appeared to be intact as best could be determined. Both implants were appropriately packaged to be returned to mentor. After examining the capsule, copious amounts of normal saline was utilized to irrigate the pocket. A second 350cc implant was brought to the field, subsequently filled with 120cc saline and evacuated of all air. After preplacing again 3-0 vicryl through the inferior capsular incision, the implant was then placed into the pocket and overfilled to MFR's specifications of 400cc saline solution. The anterior fill apparatus was removed and the plug replaced. After positioning the implant, it was evident that the capsule extended much farther laterally i.e. To the mid-axillary line as compared to the right side which extended only to the ______-axillary line. Subsequently this also caused a significant abnormal concavity as the implant pulled away from its medial capsule reflection causing a telltale concavity in this area. The implant subsequently was removed from the pocket and a capsuloplasty performed laterally by utilizing a spinal needle as well as brilliant green to mark the approx new reflections symmetric with the opposite side through the entire breast after this was marked appropriately. A capsulotomy then was performed laterally across this pre-marked area along the lateral aspect of the capsule dome as well as along the chest wall. The capsuloplasty was then performed with running 2-0 vicryl suture, suturing the most medial edges of the capsulotomies together. After this was securely in place, the implant was brought into the field and placed back into the pocket where then it appeared to be much more symmetric with the opposite side in terms of its position. Again the preplaced 3-0 vicryl sutures were then tied down along the inferior capsular incision. Inverted interrupted 4-0 pds suture was utilized for coaptation of dermal skin edges. After treating this skin with use of benzoin, 1/2" steri-strips were applied longitudinally for coaptation of epidermis. A circumthoracic dressing was applied consisting of multiple fluffs anteriorly about both breasts, secured with the use of a pizza board with two wraps of kerlix roll as well as two 6" ace wraps secured anteriorly with 2" wide silk tape. The pt was subsequently extubated and taken to the recovery room. Final sponge and needle counts were correct. Total time of operation was approx one hour and ten minutes. The total blood loss was approx 25cc. The pt was in the operating room for less than one and one-half hours.